Event description:
It was reported that the insulin pump overdelivered insulin to customer. The blood glucose reading is 76 mg/dl. Customer stated the blood glucose level decreased very quick. Customer treated with food. The insulin pump alarmed button error. Customer unable to use the buttons. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button response and button error alarms due to corroded keypad traces. Unable to perform functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. Unable to confirm bolus anomaly due to keypad anomaly.